Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 78-year-old patient with a 3300tfx25mm valve model implanted in the aortic position underwent surgery for a valve-in-valve procedure after an implant duration of (5) five years and (11) eleven months due to calcification leading to severe stenosis and regurgitation. As reported, patient presented with heart failure symptoms. A 26mm transcatheter valve was implanted within the surgical edwards valve. Patient was hemodynamically stable and was discharged home as per planned.

Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Corrected section b5 (describe event or problem). The description was modified from surgery to reintervention. H11. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that this 78-year-old patient with a 3300tfx25mm valve model implanted in the aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of (5) five years and (11) eleven months due to calcification leading to severe stenosis and regurgitation. As reported, patient presented with heart failure symptoms. A 26mm transcatheter heart valve was implanted within the surgical edwards valve. Patient was hemodynamically stable and was discharged home as per planned.